Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported to baxter on (B)(6) 2010 that the infusor pump stops working in the middle of the infusion. The event occurred during infusion. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.